Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure, the patient had a complex transseptal puncture due to a posterior inferior vena cava (ivc) with a hypertrophied intra-atrial septum and posterior fossa. Upon removal of the transseptal sheath, an acute small-to-moderate pericardial effusion was observed and was considered consistent with potential pericardial envelope involvement in the transseptal puncture. Medication was given as an antidote to reverse the anticoagulant effects of heparin, and the patient initially remained stable with small anterior and moderate posterior blood and limited subxiphoid/anterior right ventricular lead fluid, with no indication for pericardial drainage at that time. The patient was transferred and admitted to the intensive care unit for monitoring of systolic blood pressure and tamponade status. The patient had minimal heart-rate response due to acute sick sinus syndrome and then became hypotensive with systolic blood pressure in the 40s. Point-of-care ultrasound showed a growing pericardial effusion with signs of cardiac tamponade, and echocardiogram showed a large circumferential pericardial effusion causing tamponade. Medication was given to increase the blood pressure and slow down heart, and emergent pericardiocentesis was performed with a pericardial drain left in place, draining 550 milliliter (ml) of bloody fluid (also reported as 580 cc drained during cardiac angiogram). Subsequent echocardiograms showed trivial residual/trivial pericardial effusion and then no pericardial effusion visualized, and the patient was discharged after an echocardiogram showed no pericardial effusion.  The outcome of this case is unknown. No further patient complications have been reported as a result of this event.